Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed cracked leaking tube. No patient or user impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed cracked leaking tube. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which show a crack on the side of the tube. Additionally, a total of 30 retained samples were visually inspected for damages, and none of the samples failed. Additionally, 10 retained samples were visually inspected for brittleness, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.